Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: date of event reported as (B)(6) 2014. Exact details of event are unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a dynamic hip and condylar screw system (dhs/dcs) failed which resulted in a second surgery. This is report 7 of 10 for complaint (B)(4).